Event description:
Customer reported receiving a high reading of 289 mg/dl and a lab reading of 145 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.